Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) were leaking seal around the port that connects to the bag. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection and functional testing were performed. Functional testing revealed a leak from the fill port tubing weld of the sample. The reported issue was verified. The cause of the condition was not determined. This issue is being further investigated. The remaining two samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.